Event description:
Indication=nonfamilialhypogammaglobulinemia, common variable immunodeficiency, unspecified. Patient reported pump is taking longer to infuse. It would normally take 45min to infuse 1 syringe and now 1.5 hours. Unknown if md aware. Event happened as the patient infused, no adverse event reported and infusion was completed. Unknown if device is available or if replacing. No further information provided. Reported to (B)(6) by pt/caregiver.